Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the unsatisfactory blades were noted during the beginning of both surgeries while attempting to make the second incision.

Manufacturer narrative:
No knife sample has been returned for evaluation for the report of defective, does not cut therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two knives were determined to be unable to cut prior to separate cataract surgeries. Alternate knives were obtained in order to proceed with the procedures. There is no patient impact associated with this report. Additional information has been requested.